Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided caller through the process, after which the cgm error code did not reappear, and the caller successfully started their sensor session.